Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair tech reported that the roller pump displayed a belt slip error. There was no pt involvement. Investigation in process, but not yet completed.